Manufacturer narrative:
Exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware. Explant date: 2 weeks ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20617868.

Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.